Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery as well as two battery out limit alarms. The customer's blood glucose level was unknown at the time of the call. The customer stated that they had issues connecting to carlink and has tried three different computers with no success. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: pump received with normal operating currents. No unexpected battery out limit alarm noted. Pump passed the rewind, displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. The test ultra link blood glucose meter communicates properly to pump. No remote frequency communication anomaly noted. No e22 alarm noted. Pump passed the self test. Pump unable to download to the carelink software due to a47 alarms in alarm history screen. A47 alarms due to corrupted history file. Pump had cracked case at display window corners.